Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to insertion of the intra-aortic balloon (iab) the inner lumen was observed to be not smooth and during insertion the inner lumen became completely separated. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen was found to have multiple kinks along its length. The examination also detected the inner lumen within the membrane was completely separated at two locations within kinks approximately 14.5cm and 23.6cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the breaks occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that prior to insertion of the intra-aortic balloon (iab) the inner lumen was observed to be not smooth and during insertion the inner lumen became completely separated. There was no reported injury to the patient.